Event description:
Per mdrf, this system was removed due to infection. A new system was implanted on 08/24/2007. The explant dates are approximate. Also removed were: linox sd 65/16, MDR 1028232-2007-00403. Arox 45 jbp, MDR 1028232-2007-00404. Selox st 60, MDR 1028232-2007-00405.